Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter had been reading inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist was unable to reach the reporter to obtain further information. The patient stated that the alleged inaccuracy occurred at 4:30pm on (B)(6) 2015. At this time the patient alleged to have obtained blood glucose readings of "324mg/dl" with the subject meter and "274mg/dl" on another device within 30 minutes of one another. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise. The patient denied making any changes to their normal diabetes management routine as a result of the alleged inaccuracy. The patient also denied experiencing any symptoms as a result of the alleged product issue but stated that they required treatment from a healthcare professional (hcp) in hospital on (B)(6) 2015. The specifics of the treatment were not noted. At the time of troubleshooting the cca confirmed the unit of measure was set correctly on the subject meter, and the samples were taken from an approved sample site. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which may have caused/contributed to the fact that the patient required hcp treatment in hospital. It cannot be said with absolute certainty that the alleged "inaccurately high" subject meter results did not affect treatment options prior to this hospitalization.

Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.